Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Information was received through edwards patient support center that a patient called regarding her 29mm 7300tfx mitral valve that was implanted for five (5) years, five (5) months. The valve needs to be replaced due to stenosis. Her surgeon is recommending open-heart surgery and replacement with mechanical valve and cardiologist recommending transcatheter valve replacement with pericardial valve.

Manufacturer narrative:
Added information to b2, b5, h6. Image evaluation- customer reports of stenosis and calcification were unable to be confirmed through image evaluation. One color image of valve inflow aspect was provided. X-ray analysis is required for calcification evaluation. Valve appeared to have host tissue overgrowth encroaching the inflow stent circumference. The device was not returned to edwards for evaluation as it was discarded.

Event description:
Per medical records, the 29mm 7300tfx was explanted after implant duration of five (5) years, 11 months, due to mitral valve stenosis and calcification. Patient underwent re-do mvr with a medtronic valve and maze for atrial fibrillation. Per pathology report, the cusps are intact and slightly stiff with moderate calcifications. There is a scant amount of tan soft tissue overgrowth on the sewing ring. No vegetations are grossly identified.

Manufacturer narrative:
Added information to b5, b6, b7, h6.

Event description:
Per new information provided by the patient and medical records: the 29mm 7300tfx was explanted after implant duration of five (5) years, 11 months, due to severe symptomatic mitral valve stenosis, mild regurgitation, and calcification. The patient underwent re-do mvr with a medtronic valve, tricuspid valve repair, and maze procedure for atrial fibrillation. Intraoperatively mitral prosthesis had leaflet calcification, stiffening, and pannus on the ventricular side. Cords were again spared, and non-edwards porcine valve implanted. Patient was discharged on pod #6. Per hospital pathology report, final diagnosis: explanted bioprosthetic valve with calcified leaflets. Gross description: the cusps are intact and slightly stiff with moderate calcifications. There is a scant amount of tan soft tissue overgrowth on the sewing ring. No vegetations are grossly identified.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.